Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump turned off upon device power up in the pediatric area. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of ¿turn off.¿ was reproduced. A review of the event history log (ehl). Revealed ¿improper shutdown!¿ messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be dried liquid substance on the back flex causing depressed battery contact pins. The battery contact pins will be cleaned to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.